Event description:
Patient reported she is currently admitted to the hospital as of (B)(6) 2024 due to a line infection. Central line was removed and patient has PICC (peripherally inserted central catheter) line for now. Md is aware. No further info/details or dates available. IV remodulin patient. Reported to cvs/caremark by: patient/caregiver.